Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the permanent cautery hook instrument stopped working. Smoke was coming out from the side where the wire was. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed. The instrument was being used and suddenly stopped working and smoke was observed coming out from the sides on the tip of the hook. The other instrument in use was the cadier forceps. The arcing appeared to originate from the instrument associated with the complaint. There was no injury to the patient. The instrument was removed from the sterile field and replaced with another one to complete the procedure. Datix was also done.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a derailed grip/yaw cable from its normal position at the distal idler pulley. The instrument failed the intuitive motion test. Instrument exhibited imprecise motion in the yaw direction. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. The instrument was installed on an in-house system and driven. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The instrument passed the electrical continuity test. The instrument passed the smoking test. The complaint was confirmed by failure analysis.